Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the ventricular assist device (vad) implant procedure aortic insufficiency worsened and an aortic valve replacement (avr) was performed. The device remains in use. No further patient complications have been reported as a result of this event.